Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube thread cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported receiving a low battery alert and failed battery test on his insulin pump. The customer's blood glucose was 240 mg/dl. The alarm history showed the customer's battery did not last for more than a week. Troubleshooting was not completed as the customer had a blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).